Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to faulty chiller assembly. The arctic sun 5000 was evaluated. Chiller assembly was found to not work properly. T4 was not cooling down. Chiller assembly was replaced. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per follow up information received via email on 26feb2025, they were waiting customer approval. Per follow up information received via mail on 15may2025, they repaired the device on the customer site. Chiller assembly was defective, replaced the chiller assembly and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction.